Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Additionally, evaluation of the submitted image confirmed an extrinsic outflow graft obstruction (eogo). It was reported that the patient was admitted with a known driveline infection for intravenous (IV) antibiotics. A computed tomography (CT) of the chest was requested by infectious disease and revealed organized inflammatory fluid collection along the left ventricular assist device (lvad) driveline within the ventral wall subcutaneous tissue, likely representing phlegmon/abscess. Additionally, a nonocclusive thrombus within the outflow cannula that appeared to narrow the graft lumen up to 50% proximally was incidentally noted. The patient had no alarms or heart failure symptoms. Review of the submitted image confirmed a narrowing of the proximal outflow graft beneath the bend relief, which appeared to be due to compression consistent with eogo. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. It was later communicated that there were no changes to the patient's condition or anticoagulation status that would have contributed to the event. The patient was discharged on (B)(6) 2024 in stable condition. It was reported that the patient would continue to be treated with intravenous antibiotic infusions every 24-hours until (B)(6) 2024, following which, an incision and drainage procedure would be scheduled. Additionally, the outflow graft obstruction would continue to be monitored through outpatient visits. No interventions or anticoagulation/medication changes were planned. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for known driveline infection for intravenous (IV) antibiotics. A computed tomography (CT) chest was requested by infectious disease. It was noted incidental outflow graft (ofg) narrowing. The patient had no alarms or heart failure symptoms. The patient was stable. Driveline infection was treated with intravenous (IV) zosyn continuous infusion 13.5g every 24-hour till (B)(6) 2024 with plan for incision and drainage (I&d) in future. CT impression revealed organized inflammatory non-drainable fluid collection along the left ventricle assist device (lvad) driveline within the ventral wall subcutaneous tissue, likely represents phlegmon/abscess. It was also noted nonocclusive thrombus within the lvad outflow cannula which appeared to narrow the lumen up to 50% proximally. Log files did not contain any type of pump rotor noise or displacement issues affected by the outflow graft obstruction. There were no changes to patient condition or anticoagulation status that may have contributed to the thrombus. Plan was to continue to monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was discharged home on antibiotics on (B)(6) 2024. For the outflow graft narrowing that was noted, the plan of care was to continue monitoring. There were no alarms, no symptoms, and no intervention planned, and no anticoagulation or medication changes.

Manufacturer narrative:
Section b1: corrected. Section b3: corrected. Section h6, medical device problem code: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.